Event description:
It was reported that jumpy right atrial impedance triggered a lead safety switch on this pacemaker. Oversensed noise caused multiple episodes of inappropriate atrial tachy response. The patient also noted that they felt a thumping sensation in their diaphragm. A technical services consultant suggested programming to optimize. This device remains in service.